Event description:
The facility's pharmacist reported clearlink continu-flo sets were causing overfusion's during biomed testing. The IV sets were being tested in conjunction with several different flogard pumps when the overinfusion were noticed. The pharmacist does not feel that there was a problem with the pumps. The pharmacist was not sure whether or not the overinfusions were occurring during patient use. No patient injury or medical intervention reported. No additional information available.